Event description:
It was reported that during in the left superficial artery, the helix of the catheter was allegedly broken and there was ten centimeter of the helix which stayed in the superficial artery. It was further reported that a snare was used to catch the broken part and was able to remove it. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the thrombectomy and atherectomy procedure in the left superficial artery, the helix of the catheter was allegedly broken and there was ten centimeter of the helix which stayed in the superficial artery. It was further reported that a snare was used to catch the broken part and was able to remove it. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. Thus, a physical investigation was performed for the catheter. During physical investigation a catheter was received. The helix was found broken at 20 cm from the tip of the catheter. The broken part of the helix was not delivered. Therefore, the investigation is confirmed for the helix break. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3 h11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.